Manufacturer narrative:
H3, h6: the navio drill, part number 101209, s/n (B)(6), used in treatment was returned for evaluation. There was a relationship between the device and the reported event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The navio user's manual and surgical technique guide provide instructions for drill usage and troubleshooting. A review of risk management files found that the reported failure was documented appropriately. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The mechanical stop did not work, and the drill was freely rotating. The drill produced an e2 error upon connecting to a navio system. The most likely cause of this event is electrical component failure due to the freely rotating drill causing the wires of the device to break. The medical investigation found there was no significant surgical delay or patient injury/impact. Patient impact beyond the reported modified procedure and surgical delay would not be anticipated. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio procedure, the anspach drill was faulty. It would stop working while milling. It was fully connected but didn't respond when pressing the foot pedal. There were no problems with the implantation of the endoprosthesis, as the procedure was changed to manual instruments without significant delay (fewer than 30 minutes). No other complications were reported.